Event description:
The following has been reported: repeatable leak that occurs in the cartridge of the lvp 15gtt/ml and micro gtt tubing. This occurs under different situations while manually pushing medications through the needles access ports. The leak can occur while the IV pump is running and during free flow. The leak can occur when injecting medications below and above the cassette. No report of patient harm. A preliminary review of the logs could not be performed. Four samples of ivenix administration set were returned for evaluation. No kinks were observed on the samples. Primary line infusion passed successfully and was tested with a set rate of 1000ml/hr and set volume of 10ml and primary line was connected to a saline solution bag. A saline solution bag was connected to the secondary port and line infusion passed successfully. Secondary line was tested with a set rate of 1000ml/hr and volume rate of 10ml. A new bd 5 ml syringe was connected to the secondary port in order to perform back priming and no defects were detected, it was possible to back prime 3.2 ml of solution. Therefore, no blockage was found at the secondary port. Secondary prime was performed with new bd syringe 5 ml and the secondary line infusion passed successfully. Secondary line was tested with a set rate of 1000ml/hr and volume rate of 3 ml. No leakage was found during the priming process and alarm "tubing set problem" or other alarms related to leaks were not displayed during the sample priming process. Therefore, no defects were found with the set during sample evaluation. The customer complaint is not confirmed. Disposable failures were not identified during sample evaluation that would have created the reported defect. The batches records fa23j09376 and fa23j03361 were reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR as a conservative measure. No adverse effects were reported.